Event description:
The ge oec 9800 fluoroscopy system displayed low ma errors and collimator cover was cracked.

Manufacturer narrative:
A ge oec service representative investigated the issue and found low ma sensor null at 5.5 vdc and adjusted to 0.2 vdc as required for specification. The cracked collimator housing was replaced. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.